Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During device analysis, it was revealed that the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was observed to be running through the device. The guidewire was removed with no resistance encountered. The burr was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was stuck in the lesion. A 2.00mm rotalink plus was used to treat the target lesion located in the distal anterior tibial (at) artery. During the procedure, it was observed that the burr was not able to track over the rotawire easily. Subsequently, the burr appeared to be stuck in the lesion. The burr was then extracted over the wire and through an unspecified sheath. The procedure was completed with a 2.0 coyote balloon catheter and several other unspecified balloon catheters (2.0, 2.5 and 3.0). There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that the burr was stuck in the lesion. A 2.00mm rotalink¿ plus was used to treat the target lesion located in the distal anterior tibial (at) artery. During the procedure, it was observed that the burr was not able to track over the rotawire easily. Subsequently, the burr appeared to be stuck in the lesion. The burr was then extracted over the wire and through an unspecified sheath. The procedure was completed with a 2.0 coyote balloon catheter and several other unspecified balloon catheters (2.0, 2.5 and 3.0). There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).